Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a resection sheath had a broken ceramic tip. No fragment fell inside the patient. The reported issue was found after use. The procedure was completed using a similar device. There was no injury or health damage due to the reported event.